Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working. The technical support specialist dialed into the server and attempted to open the structured query language database server but encountered an error. Upon checking the database server services, it was found that the sql server service was not running. The service was successfully restarted. The ms structured query language server service failed to start due to the following error stating that the service did not respond to the start or control request in a timely fashion. The tss restarted the external messaging and net tcp services. A station was accessed remotely to verify that the patient delayed down notice was no longer present. After the restart, message draining was observed, and the extensible markup language messages reflected the current timestamp. The customer confirmed that everything was functioning correctly on their end. The customer was to be updated accordingly. The system functioned as intended after the technical support specialist resolved the issue.